Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -08.50 diopter, within the same surgery due to the lens was implanted upside down. There was no patient injury. The lens was replaced on (B)(6) 2021, with a different model but same length lens and the problem was resolved.